Event description:
It was reported that during a renal artery direct stenting treatment procedure, the stent slipped back proximally off the balloon. The stent had not been deployed, so the physician was able to recapture the stent in the guide sheath and easily retrieve it. Another stent was successfully deployed to the lesion. No pt injury or complications were reported. The physician indicated he did not feel there was a product problem, but that the difficulty he encountered was likely due to the characteristics of the plaque. The pt status is reported as "okay".